Event description:
Ventilator became inoperative while in patient use. No patient harm reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.